Manufacturer narrative:
Additional MDR associated with this event: 3025141-2019-00326: driver.

Event description:
While inserting a screw, the driver tip broke in the screw head. The driver tip remains implanted.